Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the battery would not charge past 5 percent. The customer's blood glucose lever was 169 mg/dl. Customer used an alternate usb cable was able to charge the pump successfully.